Event description:
The customer reported hemoglobin (hgb) voltage failure errors while analyzing controls, and approximately five milliliters of blood and reagents overflowed onto the countertop involving the coulter act diff 2 analyzer. Beckman coulter customer technical support (cts) performed troubleshooting with the customer and discovered hemoglobin voltage to be low and advised the customer to adjust the voltage; the customer then analyzed controls without obtaining hemoglobin voltage failure errors. Concurrently, the customer noted the baths did not drain properly and overflowed onto the countertop. Cts advised the customer to replace the waste filter and bleach the drain line by filling the baths with household bleach, but this did not resolve the fluid leak issue. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered all baths did not drain. The fse tested the solenoids and replaced the waste filter. The fse also replaced the waste pump due to failure. Clog detection target values and latex gain adjustment procedures were completed. Instrument verification was performed and no issues were noted. The unit conformed to the manufacturer's published performance specifications. (B)(4).